Event description:
I underwent surgery by dr (B)(6) at (B)(6) on (B)(6) 2013, for repair of a grade 4 cystocele. An initial work-up by dr (B)(6) determined that surgery was necessary. The doctor presented me with two surgical alternatives: a complete hysterectomy, or transvaginal repair using mesh. Having been aware of the existence of adverse effects of surgical mesh. I voiced my concerns. I was assured by dr (B)(6), who showed me a sample of the mesh, that this was not "the" mesh that was associated with the problems, and that there had been no adverse effects with this (unnamed) mesh. The surgery and recovery were uneventful, and I did f/u for a final visit with dr (B)(6) as prescribed. Within a few months, I began to experience extreme discomfort in the vaginal area and intermittent pelvic pain and dyspareunia, along with an exacerbation of the lower-back pain I endure from severe and progressive scoliosis. I live in (B)(6), and attempted to find a local doctor to deal with the problems. While two doctors did confirm that there is erosion of the mesh, not a single one will treat me for these issues, stating that I need to go back to the doctor who performed the surgery. I did return to dr (B)(6), and had been scheduled for corrective surgery in (B)(6) 2014, but some family issues forced me to cancel the procedure. I have not rescheduled for several reasons, including a loss of confidence n the surgeon and the necessity for multiple trips to (B)(6) for the surgery and pre and post-operative visits. I happened to read an article today to the persistence of problems with the vaginal mesh, and decided to check the operative report I had obtained post-surgery. I was astounded to discover that the mesh was used in my procedure was elevate, one of the brands that was indicted in the original investigation. Yet this is the brand that the doctor said had no reports of adverse effects. In re-reading my operative report, I now question whether the procedure itself is also contributing to the exacerbation of my lower back pain, since the transvaginal anchor was placed directly into the sacrospinous ligament.